Manufacturer narrative:
(B)(4). Damaged cartridge. (B)(4). The analysis results showed that the device was received in good visual condition and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. Additionally, the reload was received with the anvil and the washer detached. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).

Event description:
It was reported that during a low anterior colon resection procedure, the device was fired and there were no staples in the device. Another device was used to complete the case with no patient consequence.